Manufacturer narrative:
Reported event of tip won't detach. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a non-bsc double lumen sphincterotome was used to cut the papilla. A dreamwire guidewire was then delivered into the common bile duct. The trapezoid basket was inserted over the guidewire and was successfully used to remove a small stone. The trapezoid basket was then used to capture a 1.4 mm sized stone. An alliance handle was attached and used in conjunction with the basket in an attempt to crush the stone. However, the basket failed to crush the stone. They attempted to detach the tip however the tip failed to detach, leaving the basket with stone trapped inside the patient. A sohendra lithotripsy device was not used to assist with detaching the basket tip. The physician then cut the handle from the trapezoid basket, leaving the remaining portion of the basket inside the patient. The physician decided to stop the procedure due to bleeding located where the papilla was cut by the sphincterotome. The physician reported that the bleeding was due to coagulation dysfunction related to the patient¿s dialysis. The ercp procedure was started again approximately 3- 4 hours later. At the start of the procedure, the physician attempted to pass a dreamwire to the common bile duct, however the cbd was blocked. Therefore, the procedure was not completed, and the radiation doctor, the doctor of charge, and a surgeon were contacted. It was reported on (B)(6), that the patient was still in the ICU for follow-up treatment.

Manufacturer narrative:
(B)(4). Visual examination of the returned device found the customer had cut the device apart from the distal end of the heat shrink. The wire basket assembly had been removed from the coil assembly and was not returned. The sheath/coil assembly was buckled. Side car-rx was torn and presented pushback out of specification. Further evaluation was performed by extending the handle to expose the pull wire, which have been cut by the user. The condition of the returned device could not be evaluated with respect to the reported event of tip failed to detach. It cannot be determined precisely why the tip failed to detach. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Because the wire basket assembly/ tip was not returned for evaluation, the most probable root cause of "undeterminable" is selected for the complaint. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and there is not enough information to determine that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a non-bsc double lumen sphincterotome was used to cut the papilla. A dreamwire guidewire was then delivered into the common bile duct. The trapezoid basket was inserted over the guidewire and was successfully used to remove a small stone. The trapezoid basket was then used to capture a 1.4 mm sized stone. An alliance handle was attached and used in conjunction with the basket in an attempt to crush the stone. However, the basket failed to crush the stone. They attempted to detach the tip however the tip failed to detach, leaving the basket with stone trapped inside the patient. A sohendra lithotripsy device was not used to assist with detaching the basket tip. The physician then cut the handle from the trapezoid basket, leaving the remaining portion of the basket inside the patient. The physician decided to stop the procedure due to bleeding located where the papilla was cut by the sphinctertome. The physician reported that the bleeding was due to coagualation dysfunction related to the patient's dialysis. The ercp procedure was started again approximately 3- 4 hours later. At the start of the procedure, the physician attempted to pass a dreamwire to the common bile duct, however the cbd was blocked. Therefore, the procedure was not completed, and the radiation doctor, the doctor of charge, and a surgeon were contacted. It was reported on (B)(6) that the patient was still in the ICU for follow-up treatment.